Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported for some time the patient has had a nerve or something jerking in the lead line coming down in his neck. It was like twitching that would happen and the patient could feel the spot in his neck. Some sort of connection like a bolt against a bolt, like connecting wires or something. It would happen intermittently. They saw their health care professional (hcp) in (B)(6) 2015 regarding the issue but they didn't seem to do anything about it. They didn't know what caused the issue. Further follow-up was being conducted to determine if the hcp was notified of the event, what steps were taken to resolve the jerking/twitching in the lead line, and to clarify if there was a device issue or not. If additional information is received, a follow-up report will be submitted. **please see manufacturer report #2649622-2016-00025 for information on the patient's concomitant system.